Event description:
During patient use, when the fio2 was set at 40%, the display showed 30%. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.